Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, exposed wires) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure, the reported alarms, and the exposed wires was the pulled dn to rear te cable. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving add gel/replace belt messages in the absence of a prior gel release and had exposed wires.